Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: one tip of the bone spreader has sheared off. The other tip on this part is damaged badly. The tip on the second handle is a bit bent. The etch on the instrument is taped with paper and some kind of stripes. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. A hardness test was carried out found to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed: there were no material review reports, non-conformance reports, or complaint-related issues associated with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a bone spreader was discovered broken during sterile processing; one of the arms has a broken tip. It is unknown if this event is related to a specific patient or case. This is report 1 of 1 for (B)(4).